Event description:
On (B)(6) 2011, the pt presented emergently to the hosp with an 8.5 cm ruptured aortic aneurysm. The physician inserted an occlusion balloon and then landed a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The physician then attempted to cannulate the gate for over an hour but had difficulty visualizing the devices. After that time, the physician surgically opened the pt to implant three gore excluder aaa endoprosthesis contralateral leg components. Before the procedure could be concluded, the pt expired from blood loss.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.